Event description:
According to the reporter: the device handle was not properly fired so no staples were placed. The no staples issue was observed after tissue was cut. The issue was resolved and there was no further report of patient complication but surgery time was extended. No blood transfusion was reported.